Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04568 and 0001825034-2020-01253. D6 implant date: unknown. D11: unknown vanguard ssk femoral stem catalog#: ni lot#: ni, unknown vanguard ssk tibial tray catalog#: ni lot#: ni, unknown vanguard ssk tibial stem catalog#: ni lot#: ni. Reported event was confirmed by review of radiographs. Radiograph review by mmi confirms a displaced locking screw at the intercondylar notch as well as anatomic alignment of the arthroplasty components. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported after a performing a poly exchange from a previously implanted ssk knee revision, during review of the post operative films, the surgeon noticed what appeared to be the secondary locking screw from the femur/stem junction floating around in the joint space. The patient was revised to remove the screw.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ssk femoral catalog#: ni lot#: ni, unknown ssk femoral stem catalog#: ni lot#: ni, unknown ssk tibial tray catalog#: ni lot#: ni, unknown ssk tibial stem catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a poly swap. Subsequently, radiographs revealed that a locking screw backed out and was loose within the joint space. No revision procedure has been reported.